Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced uncomfortable stimulation and ceased using her scs system. The pt is currently being treated for medical conditions unrelated to her scs system and may need to undergo a contra-indicated procedure. Surgical intervention may take place at a later date.